Event description:
A transient ischemic attack (tia) versus a cerebrovascular accident (cva) with an onset date of (B)(6) 2015 was reported. The patient initially had slurred speech and right sided weakness, which were then resolving. Her inr on admission to a local hospital was 1.6 with negative cta. Inr 1.8 on admission to vad implanting hospital cardiovascular intensive care unit. She had been on aspirin 325mg. She had no residual symptoms with planned discharge on (B)(6) 2015. On (B)(6) 2015 the patient had a routine clinic visit. It was reported that the event was confirmed as an ischemic stroke. She has had a really good recovery, but some remaining deficit of fine motor skills and mental acuity. She has trouble concentrating and getting words/sentences out, and has trouble typing. The neurologist had decreased her aspirin to 81mg for 4 weeks and then to be increased back up to 325mg.

Manufacturer narrative:
Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient is on birth control. Birth control pills are known to increase the risk of stroke. In addition, this patient's presentation with an inr below the recommended range in the labeling is a factor that may have contributed to the event. With review of the available information there is no indication of any device manufacturing or performance issues associated with the event with identified patient factors and clinical factors addressed in the labeling potentially contributing. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation and use of all vads are associated with numerous risks. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.